Event description:
Customer reported the stitching came apart when pulled. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
The product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer reported issue. (B)(4).